Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer.

Event description:
It was reported to philips by the customer that the device ac power module is faulty. There was no patient involvement.